Event description:
It was reported that upon implantation of the ao60g lens in the pt's right eye the surgeon noted that the trailing haptic was completely dislocated from the lens. The original incision was enlarged and the lens was cut in half and removed from the pt's eye. The capsule bag was intact and there was no vitreous present in the anterior chamber. Another akreos ao60g lens was successfully implanted and one suture was placed to close the wound. The pt has completely recovered.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens was cut into 7 pieces. Two pieces of the optic had haptics attached. Two haptics were torn off and were loose in the vial. The cause of the damage cannot be determined. Functional testing could not be performed due to the returned condition of the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot conformed to spec at the time of relapse. According to the safety officer at the facility, the cause of the event is related to improper loading of the lens into the cartridge and the trailing haptic being caught in the cartridge and sheered off during insertion. No info has been received regarding the delivery device used in the reported event.